Event description:
Hcp reports a pt receiving compounded baclofen via intrathecal infusion pump experiencing nausea, vomiting, and flaccid muscles near the end of a 3 month pump refill interval, or in the first week after a pump refill. The pt attributes this to "old drug" if due for refill or "too much drug" if immediately following a refill. No treatment other than symptomatic treatment (e.g. Meds given for vomiting). Symptoms improve on their own after a few days. No device troubleshooting performed. The pt recovered without sequela.